Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The samples were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that the patient underwent a mastectomy on (B)(6) 2014 and suture was used. During the procedure the needle was separating from the suture. A same like device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.